Manufacturer narrative:
2/18/1998-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a lap gastroenterology procedure. Reportedly, the instrument would not fire. No pt injury reported.